Event description:
A patient underwent an ultrasound biopsy procedure using encor driver. During the procedure, it was reported that the sample button is automatically pressed. There were no pre-configured settings within the encor enspire system that led the encor driver to initiate the sampling process. The engineer tested the encor driver, and the automatic sampling was not reproduced. However, the technician noticed that the sample button on the encor driver had intermittent issues. It was further reported that the encor driver was successfully calibrated. There was no patient injury. Reportedly, the same facility was using the encor enspire system sn (B)(6) and encor driver sn (B)(6) in the same event. Further details were provided that upon inspection, the automatic sampling issue on the encor driver could not be reproduced. However, the sample button on the encor driver intermittently failed to response once or twice in ten times. Consumable components were replaced. After 2-3 automatic sampling, the encor driver stopped sampling. The user replaced the encor driver after which the issue did not reoccur.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound biopsy procedure using encor driver. During the procedure, it was reported that the sample button is automatically pressed. There were no pre-configured settings within the encor enspire system that led the encor driver to initiate the sampling process. The engineer tested the encor driver, and the automatic sampling was not reproduced. However, the technician noticed that the sample button on the encor driver had intermittent issues. It was further reported that the encor driver was successfully calibrated. There was no patient injury. Reportedly, the same facility was using the encor enspire system sn (B)(6) and encor driver sn (B)(6) in the same event. Further details were provided that upon inspection, the automatic sampling issue on the encor driver could not be reproduced. However, the sample button on the encor driver intermittently failed to response once or twice in ten times. Consumable components were replaced. After 2-3 automatic sampling, the encor driver stopped sampling. The user replaced the encor driver after which the issue did not reoccur.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver serial number (B)(6) was received at the bard korea ltd. The encor driver was visually inspected upon receipt and was found to be normal. The device was functionally tested and failed the tests due to sample button is not recognized once or twice in ten times and needs to be replaced. However reported issue not reproduced identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device unintended movement issue and the investigation is determined to be confirmed for the identified sample button is not recognized once or twice in ten times issue. The root cause for reported device unintended movement issue cannot be determined as the problem could not be reproduced. The root cause for identified sample button is not recognized once or twice in ten times issue could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.